Event description:
It was reported that during device upgrade procedure, the left ventricular lead exhibited intermittent thresholds at maximum output. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.